Manufacturer narrative:
Elbow fitting cracked and caused a small leak. Bci field service engineer (fse) replaced no foam bottle assembly and the issue was resolved.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak from unicel dxc 600 pro synchron clinical system. The customer knocked off the no foam tubing while changing wash concentrate. The customer replaced the tubing but still had a small leak. No injury was reported and there was no effect to patient or user.